Manufacturer narrative:
This product is not manufactured or marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -8.50 diopter implantable collamer lens, into the patient's right eye (od) on (B)(6) 2013. The patient experienced lens opacity (asco). The lens remains implanted in the eye and the patient reports no restrictions with asco.

Manufacturer narrative:
Conclusion code: per dfu, patient's age is over 45 years of age which is off label use. (B)(4).